Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and insulin was delivered via pump to address bg. However, bg continued to elevate. Customer was hospitalized due to ketones. Intravenous fluids were administered to flush out ketones. Contact reported that the pump was not delivering insulin properly. Contact declined to provide further information and abruptly ended call with tandem technical support.